Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was pulled back and out of place. The lead was oversensing and the patient received and inappropriate shock. The lead was explanted and replaced. A new lead was implanted. The vein was occluded so it was decided to place the lead from the right and tunnel to the left pocket. The lead became dislodged. The patient was transferred to another facility and the lead was explanted and replaced. Manufacturer report number: 2017865-2019-18052.

Manufacturer narrative:
Correction: should not have been included in the initial report.(B)(4).

Event description:
It was reported that the right ventricular lead dislodged resulting in oversensing and inappropriate shocks. On (B)(6) 2019, the lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: the damage found was sustained during the surgical procedure. The lead was otherwise normal.